Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. No adverse patient effects were reported.